Event description:
The facility biomedical technologist reported a system message displayed with slow or no irrigation during surgery. The biomedical technologist stated they saved 3 paks because this happened during 3 cases. The surgeon was able to complete the case with manual irrigation. There was a 5 to 10 minute delay in the case. No pt injury was reported.

Manufacturer narrative:
The biomedical technologist will be sending in the 3 paks for in-house eval. The company service representative examined the system and confirmed the problem reported. The irrigation load cell was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 07/23/2009.